Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The tip wiped/brushed with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation, the root cause of the foreign material remaining and the foreign material itself, is unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the curved rubber adhesive was missing, the curved rubber bond was cracked, there was a foreign object in the nozzle, the bending angle was insufficient, the angle knob had play, the up/down angle fixing lever rotates together due to damage of the internal parts, there were scratches on the up/down knob, there were scratches on the up/down angle fixing lever, the grip was not watertight, scratches were found on the grip, the scope connector had liquid leakage, there were scratches on the scope connector, there were scratches on the right/left angle fixing knob, scratches were found on the operation part, scratches were found on the tip cover, scratches were found on the insertion part of the corrugated tube, there was a scratch on the hardness adjustment ring, scratches were found on the switch box, scratches were found on the operation unit cover, the right/left knob was missing, the forceps plug cap was scraped off, scratches were found on the universal cord, there were wrinkles on the universal cord, scratches were found on the scope connector side of the universal cord, and there were scratches on the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had poor air/water supply. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.